Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error, where a patient connected to an unprimed extension set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It instructs the user to connect the patient line extension to the patient line prior to priming. Also, it instructs the user to make sure the patient line extension is correctly positioned in the organizer and verify that the patient line extension is placed in the left slot of the blue organizer. A review of the label for the product family will be conducted.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during drain one of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the home patient reported that the patient line extension was connected after priming. The technical services representative assisted the patient in clearing the alarm and reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.